Event description:
Same cases as MDR ID 2134265-2013-07941, 2134265-2013-08043 it was reported that an automatic pullback failure occurred. The atlantis sr pro was prepared with some difficulties. The physician then placed the imaging catheter on the sled and it was introduced into the guide catheter and placed at the right coronary artery. The physician then attempted automatic pullback but the motor drive stopped during pullback. The catheter was removed and replaced for another of same device to complete the procedure. No patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).